Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h6 component code: 841: imager does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the objective lens. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at plug unit. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in tjf-q190v operation manual, chapter 3 preparation and inspection: instructions for use states the preventative measures in tjf-q190v reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope had the adhesive on the objective lens with foreign material. There were no reports of patient involvement.